Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit was received with unresponsive buttons noted during testing due to corroded keypad traces. Keypad connector was inspected and no anomaly was noted. Unit was received with missing display window cover, minor scratched lcd window, scratched case and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed button error and stuck button. Troubleshooting for stuck button was performed. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the insulin pump alerted the customer that a button was pressed for three minutes and that the battery was out for more than ten minutes when they were not. It was also reported that the customer was advised to remove the battery cap and clear the alarm, but the alarm was unable to be cleared after. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.